Event description:
The customer reported that the insulin pump had beep anomaly, buttons were unresponsive and had physical damaged. Customer stated that the insulin pump was completely frozen had continuous loud buzzing noise. Customer took out the battery but still not working. Customer stated that the alarm occurred after the buttons were unresponsive. She also mentioned the insulin pump had cracks by the battery compartment. Troubleshooting was done. Customer's blood glucose was 126 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.